Event description:
Philips received a complaint from the biomedical engineer, reporting that the v60 ventilator would not turn on when the on/off button was pressed. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips biomedical engineer reported that the device would not turn on. It was reported that when the device was connected to alternating current (ac) power, the amber light emitting diode (led) in the power switch was illuminating, and the battery led was flashing. During troubleshooting with the remote service engineer (rse), the biomed was informed of the signal path for powering on the device. The rse suggested swapping the user interface (ui) assembly with a different one; if the problem persisted, the power management (pm) printed circuit board assembly (pcba) should be replaced. However, if the problem was resolved, the ui assembly or the power switch overlay should be replaced. This investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (biomed) reported that with the help of the philips remote service engineer (rse), and it was determined that the power management (pm) board needed to be replaced. The pm board was ordered and then replaced. The biomed noted that the device was functional. No further details were provided by the biomed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer contacts the philips remote service engineer (rse) and reported that the user interface (ui) assembly was replaced, but the issue was not resolved. The rse noted that the electronic signal paths table was reviewed for the display, and the rse advised the customer to replace the power management (pm) printed circuit board assembly (pcba). The customer already had a spare pm pcba and would attempt the repair. This investigation is still ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The biomedical engineer ordered a replacement power management (pm) printed circuit board assembly (pcba); however, there was no confirmation that the part had been replaced. The biomedical engineer did not respond to multiple good faith effort (gfe) attempts. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.